Event description:
It was reported via repair work order that the left calf support was unable to lock properly and calf support was still able to move after being locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.